Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found a twist at approximately 645 mm from the distal end and a hole at approximately 670 mm from the distal end. Magnifying inspection of the actual sample found that the holed area was raised from inside out and the braided wire was exposed. The size of the hole was approximately 0.5 mm2. Electron microscopic inspection found that the holed area had been flattened. No anomalies such as scratches were found in the vicinity of the hole. X-ray CT inspection of the damaged area found that the shape of the hole that had spread from inside out, it was inferred that force was applied to the actual sample from the inside toward the outside. There were no anomalies such as irregularities in the outer layer facing the hole, and no deformation of the braided wire was observed. Functional testing determined that the outer diameter met the factory's specifications. No anomaly was found. The inner diameter met the factory's specifications. No anomaly was found. An attempt to insert a guidewire into the actual sample was made. As a result, the guidewire could not pass through the twisted area. From this, it was inferred that the twisting occurred when a guidewire was not inside the actual sample. A simulation test was performed. A rigid guidewire was inserted into the proximal end of a catheter in a bent state. The guidewire was pushed against the inner surface of the catheter and a hole was caused as a result. The following characteristic observed on the test sample was found similar to those of the actual sample. The holed area was raised from inside out. The area around the hole was flattened. The braided wire was exposed. It was presumed that this event occurred by the following mechanism. The actual sample was trapped for some reason. When torque force was applied to the actual sample in that state, twisting occurred. A guidewire or other device was caught on the twisted part of the actual sample. As a result, the actual sample was unable to be inserted and therefore exposed to pushing/pulling force, which resulted that the actual sample was bent temporarily. While the actual sample was in the state described above, some hard object (such as the back end of a guide wire) was pressed against the site in question, causing a hole in the actual sample from inside out. Relevant IFU reference: "do not advance the guide wire briskly and/or with force it into the catheter when the catheter is bent or twisted. This may cause breakage/separation of the catheter, resulting in damage to the vessel."

Event description:
The user facility reported a breakage with the navicross device involved. The catheter was split. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Initial reporter occupation: others. This preliminary report is based on the initial inspection result of the actual sample, which is still under analysis, and the review of relevant record is as follows. Visual inspection of the actual sample obtained the following results. Approximately 645mm from distal end was twisted. Approximately 670mm from distal end was holed. Magnifying inspection of the actual sample obtained the following results. The bladed wire was exposed near the holed site. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. (B)(4).